Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply was providing the normal audible tone when the clinician engaged the power button. After a few minutes, the generator started making a rapid tone and not the normal tone. It appeared that the device (vh-4000) did not work as efficiently when this tone was sounding. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Correct section: h-6 device codes from "volume accuracy issue" to "electrical issue". Trackwise ID # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply was providing the normal audible tone when the clinician engaged the power button. After a few minutes, the generator started making a rapid tone and not the normal tone. It appeared that the device (vh-4000) did not work as efficiently when this tone was sounding. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: date received by MFR, type of report, follow up type, device evaluated by MFR, evaluation codes, additional narrative. The device was returned to the factory on (B)(6)2020. An investigation was conducted on (B)(6)2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. No visual defects were observed. The device was evaluated for its electrical function according to the service manual section d- ¿functional tests¿ using a precision multimeter and a 0.62ohm resistor hemopro power supply test box. The test box uses the 10k ohm resistor that is built into the hemopro cable. The device passed all electrical tests performed, the led light was visible and an intermittent tone was audible when current was being measured. No abnormal tones or sounds were observed during testing. The values recorded are within tolerance, based on the results of the evaluation, the reported complaint was not confirmed. This is a reusable OEM device; therefore, a lot history review/serial number review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The c of c is available for review as an attachment to the record.

Manufacturer narrative:
Trackwise ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply was providing the normal audible tone when the clinician engaged the power button. After a few minutes, the generator started making a rapid tone and not the normal tone. It appeared that the device (vh-4000) did not work as efficiently when this tone was sounding. A replacement device was used to complete the procedure. The hospital did not report any patient effects.